Manufacturer narrative:
The calibration and qc were acceptable. Two samples were investigated. The testing results were: sample 1 (26-feb-2025): sigl (undiluted) and < test with a 1:10 dilution.. Sample 2 (04-mar-2025): test (undiluted) and < test with a 1:10 dilution. A strong bead aggregation was observed when measured with the commercially available troponin t hs v2 assay. The measurements with the patient samples, when tested with another assay (tsh, in contrast, showed a homogenous bead distribution across the measuring cell. The signal for the troponin t hs measurement is decreased due to an interfering factor, leading to bead aggregation and thereby signal quench. The concentrations of the patient samples show results below the measuring range. The interference is consistent with being specific to the elecsys troponin t hs assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." The investigation did not identify a product problem.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). Two samples were returned for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas 6000 e601 module. Sample a had an initial result with an invalidating data flag. The sample was repeated with a 1:400 dilution and the result was 1270 ng/l. Another sample from the patient was tested (sample b) and the result with a 1:20 dilution was 60 ng/l with a data flag. Sample b was repeated with a 1:400 dilution and the result was 1428 ng/l. On (B)(6) 2025 sample b was repeated (without dilution) and the result had an invalidating data flag. On (B)(6) 2025, another sample (sample c) was obtained. The sample result with a 1:400 dilution was 1235 ng/l. The measurements were done within the 1-hour algorithm.